Event description:
Patient reported "the left implant had dropped," "lump in my left armpit," and "abnormal 2cm lump on the left my armpit... It¿s lymphadenopathy and a biopsy had confirmed that the silicone had leaked into my lymph nodes." Patient additionally reported "became sick, I started losing all my hair, I constantly have a sore throat, headaches, chills"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and :silicone had leaked into my lymph nodes".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient additionally reported a left side lump deflation and "has dropped". Device remains implanted.